Manufacturer narrative:
The account stated during the interview that the clinician acknowledged the bed was alarming. Intermittently she was able to resolve the issue but the alarm would return. The patient remained in the bed until the nurse called the issue into hillrom on (B)(6) 2020. At this time the patient was moved onto a new bed. The patient sustained an unstageable pressure wound to the sacrum that was treated daily with betadine and dry dressings. Due to the covid-19 pandemic, the bed was removed from service, but not released by the facility for servicing by hillrom at this time. The compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Per the compella service manual when the bed is alarming a high pressure alarm examine the mattress connections, examine for leaks in the failed bladder(s), and remove from service. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The user did not remove the bed from service immediately when the high pressure alarm began as recommended in the user manual, therefore this a not a reportable device malfunction as the device worked as intended. Based on this information the incident will be reported as a serious injury due to use error, no further action is required.

Event description:
A (B)(6) year old female patient was admitted on (B)(6) 2020 with cardiac issues. From (B)(6) 2020 to (B)(6) 2020 the bed provided a high pressure alarm intermittently. The patient remained on the bed during the entire time frame. Subsequently the patient was diagnosed with an unstageable sacral pressure ulcer on (B)(6) 2020. An unstageable pressure ulcer meets the criteria of a serious injury. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).